Event description:
It was reported that "following the revision surgery in 2007, the pt developed an infection. It was further reported that, at approx 21 days later, the pt had removal of all components and placement of temporary antibiotic spacers."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were listed in this report: unk 10 deg liner and unk 36mm femoral head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.